Manufacturer narrative:
(B)(4). Batch number: p57g31. Additional information requested and received: what type of procedure was the device used in? Hemicolectomy. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Appeared to be at time of firing. If yes, was the staple line complete? Appeared to be at time of firing. Did the device cut? Yes. If yes, was the cut line complete? Appeared to be at time of firing. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did not appear to be at time of firing. On which firing did this event occur (1st, 2nd, 12th, etc.)? Unknown. What color cartridge was being used? Blue. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. How was the procedure completed? With stapler. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes. Patient came back to office and vitals/appearance warranted ER admit. Hemoglobin count was very low, patient received 5 units of blood. CT showed hematoma at staple line but no active leak. Patient was held for observation and later released. What were the indications for surgery? Diseased bowel . Did the patient have any preoperative chemo or radiation treatment? No . How long post op did event occur? One-three days post op . What part of the bowel was resected? Rt colon - proximal bowel. Were there any issues with stapler performance noted during surgical procedure? No. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure the device malfunctioned. No details were available. Procedure was completed with another device of the same product code.